Event description:
The customer's mother reported that her son experienced high blood glucose results while wearing a pod. She said that the pod was activated at 9:53 pm on (B)(6) 2013. At 10:21 pm, he consumed 27 grams of carbohydrate and took an .065u bolus. At 11:36 pm, his blood glucose result was 458 mg/dl. At 2:55 am, his result was 346 mg/dl and he had large ketones. He was taken to the emergency room, where the pod was deactivated and discarded. At the hospital, he was given 5u of insulin by syringe by one of his parents. He was then given intravenous fluids. His mother believed he may have had a virus as well as conjunctivitis. He was not admitted to the hospital.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction could have contributed to the reported hyperglycemia and emergency room visit. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."